Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing, intermittent high blood glucose (bg) levels (as high as 600 mg/dl). The infusion set site was changed multiple times and correction boluses were delivered to address the bg level. The cause of the high bg was not known. However, the contact thought that the customer's body was not absorbing the insulin properly during bolus delivery due to possible infusion set sites. As the events had occurred in the past, tandem technical support advised the contact to discuss the high bg events with a healthcare provider.